Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a declaration from (B)(6), reporting the following information: a healthcare professional reported an unspecified low reading issue with the adc device, and it is unknown whether the customer noted a trend arrow on the device. Subsequently, customer consumed syrup, sugar cubes, slices of bread with butter and jam, orange juice, cola, and bread with honey. Customer was then hospitalized in intensive care unit (ICU) due to hyperglycemia (hyperosmolar diabetic decompensation) where a laboratory result reading of 70 mmol/l was obtained. Customer had ¿osteitis of the right foot¿ and ¿amputation of the fourth toe on the right.¿ adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. The reported adverse health effect of amputation due to diabetes complications is a known consequence of prolonged mismanagement of diabetes over several years. There was no report of death associated with this event, and adc does not consider the adc device to have caused or contributed to the reported impairment.

Manufacturer narrative:
A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This report is to provide additional information and additionally serves as a correction report. The following sections have been updated: b5 - describe event or problem d4 - model # d4 - serial # d4 - primary UDI number h4 - device mfg date h5 - labeled for single use h11 - additional mfg narrative. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from a pharmacy and declaration from (B)(4), reporting the following information: a pharmacist reported a low reading issue with the adc device. It was reported that since the (B)(6), the customer experienced multiple episodes of hypoglycemia and had to be treated with glucose on multiple occasions. The dates, blood glucose result, and treatment are as follows: on (B)(6) 2025 at 22:00, the customer obtained a blood glucose reading of 2.9 mmol/l and was treated with 2 glasses of syrup, 2 sugars, and 2 slices of butter and jam. A post-treatment blood glucose level reading of 6.2mmol/l was obtained at 23:00. Around midnight at 00:00, a blood glucose level of 4.7 mmol/l was obtained and the customer was treated with a glass of water with 2 sugars. At 01:00 on (B)(6) 2025, the customer received a blood glucose level of 7.2 mmol/l. At 03:30, their levels were 6.2 mmol/l. On (B)(6) 2025 at 05:00, the blood glucose result was 2.9 mmol/l and the customer was treated with a glass of water with 3 sugars and a glass of orange juice. Post-treatment at 06:00, they received a reading of 5.9 mmol/l. All throughout the day of the (B)(6), the customer's glucose levels remained stable between readings of 4.9 and 5.2 mmol/l, but it is noted that this is a low blood glucose level in comparison to this customer's baseline. On 2(B)(6) 2025 at 21:00, the blood glucose result was 4.8 mmol/l and the customer was treated with 1 glass of orange juice. At 22:15, they received a reading of 2.6 mmol/l and was treated with 1 glass of syrup, 5 sugars, 2 slices of honey toast. At 23:00, a glucose level of 5.9 mmol/l was obtained. On (B)(6) 2025 at 01:00, they received a reading of 5.9 mmol/l and received a glass of water and 2 sugars as treatment. At 03:30 they measured a result of 5.5 mmol/l and was treated with a glass of water with 2 sugars and a glass of coke. At 05:00, a glucose level of 4.6 mmol/l was obtained and they were treated with 1 glass of coke. At 06:00, a measurement of 2.9 mmol/l was taken and they were treated with a glass of water with 2 sugars and 1 glass of coke. Later that morning, their blood glucose was at 3.8 mmol/l. A healthcare professional (hcp) was contacted and they requested a standing order of rapid insulin as needed and to increase frequency in glucose checks. During the day, the customer's glucose levels fluctuated between 3 mmol/l and 4 mmol/l, with a peak of 6.3 mmol/l and 4.8 mmol/l. The night of the 29th, the customer was still experiencing low glucose levels, with one reading of 3.2 mmol/l taken at midnight. They did not recover despite the treatment of 3 glasses of orange juice. On the morning of (B)(6) 2025, the customer's glucose levels did not increase, prompting hcp contact, who then ordered a blood test to be done. Throughout the day, the customer received multiple rounds of glucose treatment to increase their levels. Upon receiving the blood test result, the hcp decided to admit the customer to the hospital on (B)(6) 2025 at 17:00. During this time, the customer's glucose levels were measured at 2.9 mmol/l. On (B)(6) 2025, a nurse contacted the hospital where the customer was admitted and was informed that the customer had suffered from diabetic decompensation and that their blood glucose levels had exceeded 70 mmol/l. It was reported that the customer also had ¿osteitis of the right foot¿ and ¿amputation of the fourth toe on the right". The reported adverse health effect of osteitis of the foot and amputation of the toe are recognized complications of long-term mismanagement of diabetes. These outcomes are typically associated with chronic conditions, which develop over extended periods. It is not expected that several days of low blood glucose readings could contribute to these outcomes. The customer was hospitalized in the intensive care unit; however, there were no details provided as to the treatment the customer received while hospitalized for diabetic decompensation. There was no report of death associated with this event, and abbott diabetes care (adc) does not consider the adc device to have caused or contributed to the reported impairment. Adc was able to successfully contact the hcp and was informed that the customer is currently residing in a care facility. The care facility was then contacted by adc and the following additional information was provided: the healthcare facility clarified that the issue related to the event was low readings with the adc sensor. It was also reported that the customer received medications of eliquis (blood thinner), florinef (fludrocortisone), hydrocortisone, metoprolol (beta-blocker), and pantoprazole (proton pump inhibitor). No further additional information regarding treatment or the event was provided.

Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided for the precision strips, therefore no DHR review is possible for the strips. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review did not identify any trends that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. The following sections have been updated: a2 - age at time of event. A3a - sex. B3 - date of event. B5 - describe event or problem. D4 - model #. D4 - lot #. D4 - serial #. D4 - primary UDI number. G2 - report source. H5 - labeled for single use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from a pharmacy and declaration from swiss medic, reporting the following information: a pharmacist reported a low reading issue with the adc device. It was reported that since the (B)(6), the customer experienced multiple episodes of hypoglycemia and had to be treated with glucose on multiple occasions. The dates, blood glucose result, and treatment are as follows: on (B)(6) 2025 at 22:00, the customer obtained a blood glucose reading of 2.9 mmol/l and was treated with 2 glasses of syrup, 2 sugars, and 2 slices of butter and jam. A post-treatment blood glucose level reading of 6.2mmol/l was obtained at 23:00. Around midnight at 00:00, a blood glucose level of 4.7 mmol/l was obtained and the customer was treated with a glass of water with 2 sugars. At 01:00 on (B)(6) 2025, the customer received a blood glucose level of 7.2 mmol/l. At 03:30, their levels were 6.2 mmol/l. On (B)(6) 2025 at 05:00, the blood glucose result was 2.9 mmol/l and the customer was treated with a glass of water with 3 sugars and a glass of orange juice. Post-treatment at 06:00, they received a reading of 5.9 mmol/l. All throughout the day of the (B)(6) 2025, the customer's glucose levels remained stable between readings of 4.9 and 5.2 mmol/l, but it is noted that this is a low blood glucose level in comparison to this customer's baseline. On (B)(6) 2025 at 21:00, the blood glucose result was 4.8 mmol/l and the customer was treated with 1 glass of orange juice. At 22:15, they received a reading of 2.6 mmol/l and was treated with 1 glass of syrup, 5 sugars, 2 slices of honey toast. At 23:00, a glucose level of 5.9 mmol/l was obtained. On (B)(6) 2025 at 01:00, they received a reading of 5.9 mmol/l and received a glass of water and 2 sugars as treatment. At 03:30 they measured a result of 5.5 mmol/l and was treated with a glass of water with 2 sugars and a glass of coke. At 05:00, a glucose level of 4.6 mmol/l was obtained and they were treated with 1 glass of coke. At 06:00, a measurement of 2.9 mmol/l was taken and they were treated with a glass of water with 2 sugars and 1 glass of coke. Later that morning, their blood glucose was at 3.8 mmol/l. A healthcare professional (hcp) was contacted and they requested a standing order of rapid insulin as needed and to increase frequency in glucose checks. During the day, the customer's glucose levels fluctuated between 3 mmol/l and 4 mmol/l, with a peak of 6.3 mmol/l and 4.8 mmol/l. The night of the (B)(6) 2025, the customer was still experiencing low glucose levels, with one reading of 3.2 mmol/l taken at midnight. They did not recover despite the treatment of 3 glasses of orange juice. On the morning of (B)(6) 2025, the customer's glucose levels did not increase, prompting hcp contact, who then ordered a blood test to be done. Throughout the day, the customer received multiple rounds of glucose treatment to increase their levels. Upon receiving the blood test result, the hcp decided to admit the customer to the hospital on (B)(6) 2025 at 17:00. During this time, the customer's glucose levels were measured at 2.9 mmol/l. On (B)(6) 2025, a nurse contacted the hospital where the customer was admitted and was informed that the customer had suffered from diabetic decompensation and that their blood glucose levels had exceeded 70 mmol/l. It was reported that the customer also had ¿osteitis of the right foot¿ and ¿amputation of the fourth toe on the right". The reported adverse health effect of osteitis of the foot and amputation of the toe are recognized complications of long-term mismanagement of diabetes. These outcomes are typically associated with chronic conditions, which develop over extended periods. It is not expected that several days of low blood glucose readings could contribute to these outcomes. The customer was hospitalized in the intensive care unit; however, there were no details provided as to the treatment the customer received while hospitalized for diabetic decompensation. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted if more information is obtained. There was no report of death associated with this event, and abbott diabetes care (adc) does not consider the adc device to have caused or contributed to the reported impairment.

Event description:
Abbott diabetes care (adc) received a notification from a pharmacy and declaration from swissmedic, reporting the following information: a pharmacist reported a low reading issue with the adc device. It was reported that since the (B)(6) 2025, the customer experienced multiple episodes of hypoglycemia and had to be treated with glucose on multiple occasions. The dates, blood glucose result, and treatment are as follows: on (B)(6) 2025 at 22:00, the customer obtained a blood glucose reading of 2.9 mmol/l and was treated with 2 glasses of syrup, 2 sugars, and 2 slices of butter and jam. A post-treatment blood glucose level reading of 6.2mmol/l was obtained at 23:00. Around midnight at 00:00, a blood glucose level of 4.7 mmol/l was obtained and the customer was treated with a glass of water with 2 sugars. At 01:00 on (B)(6) 2025, the customer received a blood glucose level of 7.2 mmol/l. At 03:30, their levels were 6.2 mmol/l. On (B)(6) 2025 at 05:00, the blood glucose result was 2.9 mmol/l and the customer was treated with a glass of water with 3 sugars and a glass of orange juice. Post-treatment at 06:00, they received a reading of 5.9 mmol/l. All throughout the day of the 28th, the customer's glucose levels remained stable between readings of 4.9 and 5.2 mmol/l, but it is noted that this is a low blood glucose level in comparison to this customer's baseline. On (B)(6) 2025 at 21:00, the blood glucose result was 4.8 mmol/l and the customer was treated with 1 glass of orange juice. At 22:15, they received a reading of 2.6 mmol/l and was treated with 1 glass of syrup, 5 sugars, 2 slices of honey toast. At 23:00, a glucose level of 5.9 mmol/l was obtained. On (B)(6) 2025 at 01:00, they received a reading of 5.9 mmol/l and received a glass of water and 2 sugars as treatment. At 03:30 they measured a result of 5.5 mmol/l and was treated with a glass of water with 2 sugars and a glass of coke. At 05:00, a glucose level of 4.6 mmol/l was obtained and they were treated with 1 glass of coke. At 06:00, a measurement of 2.9 mmol/l was taken and they were treated with a glass of water with 2 sugars and 1 glass of coke. Later that morning, their blood glucose was at 3.8 mmol/l. A healthcare professional (hcp) was contacted and they requested a standing order of rapid insulin as needed and to increase frequency in glucose checks. During the day, the customer's glucose levels fluctuated between 3 mmol/l and 4 mmol/l, with a peak of 6.3 mmol/l and 4.8 mmol/l. The night of the 29th, the customer was still experiencing low glucose levels, with one reading of 3.2 mmol/l taken at midnight. They did not recover despite the treatment of 3 glasses of orange juice. On the morning of (B)(6) 2025, the customer's glucose levels did not increase, prompting hcp contact, who then ordered a blood test to be done. Throughout the day, the customer received multiple rounds of glucose treatment to increase their levels. Upon receiving the blood test result, the hcp decided to admit the customer to the hospital on (B)(6) 2025 at 17:00. During this time, the customer's glucose levels were measured at 2.9 mmol/l. On (B)(6) 2025, a nurse contacted the hospital where the customer was admitted and was informed that the customer had suffered from diabetic decompensation and that their blood glucose levels had exceeded 70 mmol/l. It was reported that the customer also had ¿osteitis of the right foot¿ and ¿amputation of the fourth toe on the right". The reported adverse health effect of osteitis of the foot and amputation of the toe are recognized complications of long-term mismanagement of diabetes. These outcomes are typically associated with chronic conditions, which develop over extended periods. It is not expected that several days of low blood glucose readings could contribute to these outcomes. The customer was hospitalized in the intensive care unit; however, there were no details provided as to the treatment the customer received while hospitalized for diabetic decompensation. There was no report of death associated with this event, and abbott diabetes care (adc) does not consider the adc device to have caused or contributed to the reported impairment. Adc was able to successfully contact the hcp and was informed that the customer is currently residing in a care facility. The care facility was then contacted by adc and the following additional information was provided: the healthcare facility clarified that the issue related to the event was low readings with the adc sensor. It was also reported that the customer received medications of eliquis (blood thinner), florinef (fludrocortisone), hydrocortisone, metoprolol (beta-blocker), and pantoprazole (proton pump inhibitor). No further additional information regarding treatment or the event was provided.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly documented in the previous report. The correct h11 (additional MFR narrative) has been updated.